Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100727869 model/catalog description: balloon fgs, 61-70 cm h2o unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404130 serial number: n/a batch/lot number: 1100784382 model/catalog description: belt cuff fgs, 4.0 cm, iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a high pump. A revision surgery was performed, during which the physician stated that the pump was positioned high and in a suboptimal location. The physician removed the original pump and replaced it with a pump with additional tubing length to facilitate a lower pump position. There were no patient complications.